Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) shocking and pain. The patient experienced what felt like shocking waves, when turning on the system every morning. It hurt in the scapula on the upper back, on both sides equal pain. It goes away in 30-45 seconds, then the patient was not feeling it any more during the day. Not either when the patient switched it off for the night. The measured electrode impedances were: c <(>&<)> 0: 1971, c <(>&<)> 1: 1067, c <(>&<)> 2: 1067, c <(>&<)> 3: 1646, 0 <(>&<)> 1: 1848, 0 <(>&<)> 2: 1873, 0 <(>&<)> 3: 2876, 1 <(>&<)> 2: 112, 1 <(>&<)> 3: 1756, 2 <(>&<)> 3: 1756 . Therapy impedance: l vim: 982 ohms, 1.443 ma. It was not possible to reprogram, because the therapy was not coming through. The rep further reported that the doctor ordination was to turn off the stimulation at 10:00pm at night and put stimulation on in the morning at approximately 8:00am. The pain was felt in both the left and right shoulder, but more extended pain was felt in the left side. When the patient turns on the implantable neurostimulator (ins), has to move one arm to communicate with the ins. Otherwise the patient isn&#38176;doing anything because of the pain; sitting still on the bed. The patient was also feeling like bubbling sugar water for 10 seconds when the ins was turned off in the left upper part of the arm. When starting up the ins in the morning, the patient was also feeling like a stabbing sensation in right jaw and right hand wrist. When the ins and rest of the system was palpated it does not cause shocking sensation, but it was not tried with both therapy on and off. The patient did not experience any car accident, falls, or trauma. The patient has been experiencing these sensations for 5-6 months. The patient was receiving effective therapy and the ins was still in use. The doctor was waiting on the device manufacturers answer before any action. The indication for use included essential tremor. Relevant medical history: atrial fibrillation disease; treated with cryo treatment (freezing heart); heart defibrillation due to lack of sinus rhythm. If additional information is received, a follow up report will be sent.